Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta closure device was deployed after a tavr procedure. Collagen plug was partially occluding the femoral artery. Patient required additional intervention ballooning the artery open. Patient then required recovery in intensive care unit (ICU). After multiple good faith attempts, the account would not release any additional information or response to the requested questions.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 14f manta was deployed for closure. The collagen plug was reported to be partially occluding the femoral artery and required balloon angioplasty to open the artery. The patient was transferred to ICU for recovery. The proctor reported he does not recall any complication requiring balloon angioplasty at the conclusion of the case. After three unsuccessful attempts at obtaining further information regarding this incident, the account would not release any further information for this investigation. It is suspected the collagen was deployed inside the vessel, partially occluding the vessel. However, due to insufficient information available, no angiograms or device submitted for investigative purposes, a root cause of the occlusion remains undetermined. The IFU lists ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events.